Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, on day 7, the volume in the normal saline (ns) bag has decreased. There was no leakage noted around the catheter, on the floor or bed. The physician has determined that the fluid was infusing into patient. The catheter was exchanged. Since, the infusion of a 500 ml bag of saline would not present a serious injury to a person, therefore, no known impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a solex 7 catheter leak was confirmed during function testing. A pinhole leak was found at the proximal end of the serpentine balloon. No physical damaged observed on the returned catheter during visual inspection. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of serpentine balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for solex 7 catheter with lot number 78162.